Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incidence of hyperglycemia. It was reported that the patient went to the ER when her blood glucose rose to >500mg/dl. The patient left after 15 minutes because she was told there would be a long wait and she was not feeling well. She then went to her doctor's office where she received an insulin injection. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.